Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k011245 and k002188.

Event description:
It was reported that during the dental surgical procedure he realized that within the sterile packaging, the implant was not tight to the mounting device. The implant was loose. The doctor confirms that the procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A impl tapered sp 3.7mm 12m m hexagon (spmb12) was returned for investigation. Visual inspection of the as returned product identified no signs of use and not attached to the bundled mount. Separated upon receipt and package not sealed. Functional testing was performed on the returned implant and mount. They engaged and disengaged as intended, however testing to recreated the reported event could not be performed as the conditions of the device when it arrived with the customer cannot be recreated. Device history record (DHR) review was completed for the subject lot number (2019110202). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019110202) for similar event and no other complaint was identified. Based on the available information, device malfunction could did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.